Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that during impella support the patient showed signs and symptoms of hemolysis. Hemolysis was later confirmed via visual findings seen on blood test. As a result, the patient was administered haptoglobin. No further information was provided.